Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual analysis noted that the main coil was extensively stretched at the proximal end and was detached from the delivery wire. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
During the product analysis, the coil was noted to be detached from the delivery wire and jammed inside the microcatheter.

Event description:
During the product analysis, the coil was noted to be detached from the delivery wire and jammed inside the microcatheter.

Event description:
During the product analysis, the coil was noted to be detached from the delivery wire and jammed inside the microcatheter.

Manufacturer narrative:
Investigation is still in progress.